Manufacturer narrative:
The technician replaced the left siderail ucm board and gaskets to repair the bed.

Event description:
Information received indicates the bed is alarming due to fluid ingress into the siderail cover.